Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 01/31/2014 with the following findings: during investigation, the pump history was reviewed. The reported prime values were verified in the prime history. There were no loss of prime warnings observed in the black box; force readings were observed to be normal. The daily insulin delivery totals correctly reflect user's programmed basal rates. During testing, the pump passed a flow accuracy test and was found to be delivering within required specifications. The rewind, load cartridge, and prime steps were performed successfully with no alarms. A force sensor calibration test confirmed the sensor was within specifications. The pump was exercised for 24 hours with no prime issues occurring during testing. A cartridge with 100 units was correctly loaded into the pump. The pump was opened and no damage was found to the force sensor circuit. The complaint was confirmed in the pump history but was not duplicated during investigation.

Event description:
On (B)(6) 2013, the patient contacted animas and alleged the following: he has been experiencing high blood glucose (bg) usually after meals - 2 hours after the meal. This has happened 4 x in the past 3 weeks. Bg was 586 mg/dl at 5:30 pm. Patient had not checked for ketones, patient was very tired with increased thirst, but no nausea or vomiting. He took several boluses and at 11:30 pm bg was 107 mg/dl. He had not changed site since he only changes site every 3 days per health care provider (hcp) advice. Customer support (cs) review of prime history found several small prime volumes. Patient denies any loss of prime warnings but reports he refills cartridge and tubing, he only primes to see a few drops of insulin come out end of tubing, but never examines the tubing for bubbles or air spaces. Patient changes cartridge and tubing using brand new supplies but in between, he refills cartridge and connects back the used tubing. He not checked for bubbles or air when he reuses the tubing. Cs advised patient that there could be bubbles in tubing which could lead to high bg as a result. Cs instructed patient to follow correct procedure of using brand new supplies rather than refilling cartridges and reusing tubing to avoid possible forming of bubbles in tubing. Unable to identify bubbles in tubing tonight upon examination but he must prime the entire tubing to be sure there is no air or bubbles since he disconnects tubing and then reattaches it to the cartridge. Patient states understanding, will follow correct procedure to avoid possible bubbles or air leading to high bg. Cs also instructed patient to change site/set when bg is elevated x 2 for no apparent reason, to stop refilling cartridges, to use new supplies for each set change. If he is refilling cartridges he needs to prime the entire tubing to avoid possible bubbles or air in tubing when he is reconnecting tubing to cart. There is no indication of pump malfunction. This complaint is being reported because the patient experienced hyperglycemia related the user error of refilling cartridges and reusing tubing.